Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot, previously. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation of the returned catheter sample it could be confirmed that the user could only partially deploy the stent graft. The outer sheath was found elongated which indicated that high release force / friction was present when the user tried to release the stent graft. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore, previous investigations of similar complaints have been reviewed. Deployment issue may be related to difficult anatomic conditions or a challenging placement site. Insufficient flushing of the device prior to use may be a contributing factor. In this case, limited information was provided regarding patient anatomy, and procedural details. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risk. The instructions for use states: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system, and use an alternative device.', and 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.' (...) 'Prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' H10: d4 (expiry date: 10/2022), g3 h11: h6 (method, results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during a fistula angioplasty procedure, the stent graft allegedly had a partial deployment. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending; however, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that during a fistula angioplasty procedure, the stent graft allegedly had a partial deployment. There was no reported patient injury.